Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the first diagonal (1st) artery. During the procedure, the core of a 014 hi-torque bmw hydro guide wire (gw) separated and the distal end broke off in the patient anatomy. Another stent was used to embed the separated guide wire piece into the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation and coil damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separations, stretched coils and treatments appears to be related to case circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during the procedure, the guide wire tip became damaged. Further manipulation of the guide wire resulted in the reported separations and subsequent coil damages during retraction, ultimately requiring a stent was to embed the separated guide wire piece into the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.